Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer¿s symptoms were not noted, but it was treated with a bolus. Customer initially called for assistant with other issues that were not stated. Customer declined to troubleshoot for high blood glucose and the report ended. No further help was needed. Nothing was returned or shipped.